Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an infection following surgery with uncontrolled fevers accompanied by inflammation and heat at the surgical site, which required readmission by the patient¿s surgeon into the hospital for administration of IV rocephin and ceftazidime. The patient was discharged with instructions to take 10 days of keflex antibiotics; forty-eight hours after discharge, the patient had uncontrolled fevers to 103.4 degrees. The surgeon asked the patient to return to the hospital and to be followed by their primary care physician. The patient was sent to the emergency department and was administered IV antibiotics, and their oral antibiotics were changed upon discharge. It was noted that the spinal cord stimulator device was not working to reduce pain, and the patient now had an implanted device that was not working and the implantation of which, had caused infections, complications, and two post-operative hospital visits. No further complications were reported/anticipated.